Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone additional surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00571. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and prolapse and mesh was implanted along with the concurrent procedures of total vaginal hysterectomy, anterior colporrhaphy with mesh, and excision of perineal cyst. It was reported that following insertion of the mesh the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia and neuromuscular problems.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2007 the patient underwent excision of vaginal mesh due to mesh exposure and infected mesh. (B)(4).